Event description:
It was reported that this pacemaker and other manufacturer's right ventricular (rv) lead had two alertsfor high out of range pacing impedances last month. The clinic was discussing options to turn the minute ventilation (mv) feature back on for this patient, however it was noted that reprogramming unipolar pacing/bipolar sensing was not an option since the patient feels the unipolar pacing. The patient was not historically ventricular pacing dependent. Boston scientific technical services consultant provided the option of turning mv on and programming signal artifact monitor for the atrial channel only. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).